Event description:
Lead currently remains implanted. Lead shows multiple occurrences of low pacing impedance. Some recordings show noise on far field channel. Full lead evaluation recommended. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Lead was capped on (B)(6) 2021. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.